Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is the procedure was not followed. However this cannot be confirmed. The user had 3 backup devices and six power cords, six temp cables and 18 temp cable adapters were missing in the sensica device. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was not in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IFU for properly charging the device: when first using the sensica uo system, the internal back-up battery may require charging. Plug the system into a medical grade wall supply using the power cord provided, and allow a 20 hours to charge battery. To avoid battery drainage over time, is recommended to keep the system plugged into the wall during use whenever possible. The battery will recharge when the system is plugged into a wall supply. Cautions: during system start up and in general practice, plug the sensica uo system into a wall power supply whenever possible. After using the system on batter back-up, plug it back into the wall power supply recharging and to avoid system shut down due to a drained battery." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user had three backup devices and six power cords that were missing on the sensica device. The user also stated that they were finding that the power cords were very temperamental. If they were even slightly loose at any of the connections, the unit did not charge, and the battery drained. This presented a real challenge, since the unit looked as it was plugged in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had three backup devices and six power cords that were missing on the sensica device. The user also stated that they were finding that the power cords were very temperamental. If they were even slightly loose at any of the connections, the unit did not charge, and the battery drained. This presented a real challenge, since the unit looked as it was plugged in.